Event description:
It was reported that 1 bd emerald¿ syringe each from lots 1145339 and 1125584 had damaged tips. The following information was provided by the initial reporter, translated from (B)(6) to english: "we found burrs on the syringes"

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1145339. Medical device expiration date: 2026-05-31. Device manufacture date: 2021-05-25. Medical device lot #: 1125584. Medical device expiration date: 2026-04-30. Device manufacture date: 2021-05-05. . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/13/2021. H.6. Investigation: a device history record review was performed for provided lot numbers 1145339 and 1125584. The review established that all production and quality processes were carried out normally and no abnormalities or quality notifications related to this reported incident were identified. Based on the picture and physical samples returned by the customer, we have confirmed that flashes are present on the top of the syringe tips. All of the flashes identified have been measured. Only one of the received samples was found to be over the established limit. All of the other samples measured were found to be below the acceptable limit. These flashes are produced within the injection process, due to worn out parts of the molds used to form the syringe tip. A punctual increase in the injection pressure could also contribute to the presence of flash tips. The risk of the observed flash tips breaking off has been determined negligible due to the fact that the flashes are tightly connected to the syringe and the connection equals the dimension of the flash. The user could see the flash tip and determine it is unacceptable for use or if it was used, the flash could clog the syringe tip due to the size or result in an ineffective fitting with the needle or other device. There are established tolerances for minor flash tip due to the potential occurrence during the manufacturing process. Based on our experiences with this product, this is a cosmetic issue, and it would be highly unlikely that the flash material could affect the performance of the device.

Event description:
It was reported that 1 bd emerald¿ syringe each from lots 1145339 and 1125584 had damaged tips. The following information was provided by the initial reporter, translated from french to english: "we found burrs on the syringes."